Event description:
The device was returned from the user facility with an unspecified complaint. During initial manufacturing testing, it was found that the device failed the delivery accuracy test. The device delivered a measured volume of 21.2ml from an expected delivery of 20.0ml. Delivery accuracy for this device requires delivery of 20.0ml (+/-4%). There were no reported adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.